Manufacturer narrative:
It was reported that the patient experienced a double disconnect alarm when connected to an ac power source and a battery. The controller (con103169) was returned for evaluation. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed that the last data point was recorded on (B)(6) 2017 at 08:20:51. At this time, the controller was connected to a controller ac adapter on power port 1 and bat21475 was connected to power port 2 with 25% rsoc. Two controller power up events were recorded the same day at 10:26:53 and 10:27:41. A vad disconnect alarm was logged at 10:27:02, indicating that the driveline was physically disconnected from the controller. No evidence could be found indicating that the loss of power was due to a device malfunction. The most likely root cause of the reported event can be attributed to a double disconnection of both power sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to the manufacturer. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient heard a double disconnect alarm. The patient claims that they were connected to the ac power adapter and a battery during the event. The vad coordinator was not able to replicate or troubleshoot the error. The controller was exchanged with no reported patient impact or consequences.